Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient got the surgery due to lumbar degeneration. Intra-op, the doctor found one product slipped. The surgeon had to replace new one to complete the surgery. No patient complications were reported.

Manufacturer narrative:
Product analysis: only the broken off portion of the boss has been returned for analysis; unable to determine root cause with just the top portion of the implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.